Event description:
Premature infant w/positive ralstonia culture from ventricular access device (vad). Patient was also on vapotherm respiratory gas humidifier. IV antibiotics, cefataxime & vancomycin, initiated on same day. Subsequent vad cultures, obtained 3 days later and 7 days later were negative. Initial sensitivity results from the date of the event revealed organism not sensitive to prescribed antibiotics ordered. Thus, together with subsequent negative vad cultures x 2 led reviewers to conclude that culture for ralstonia was a contaminate.